Manufacturer narrative:
Patient information is unknown. This report is for an unknown locking compression plate proximal lateral tibial plate/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was an open reduction internal fixation (orif) of the proximal side of the tibia was performed on (B)(6) 2015. While removing the locking screws from the locking compression plate (lcp) proximal lateral tibial plate, the surgeon had a difficulty of extracting three locking screws. The screw heads of the three locking screws got stripped while being unscrewed. The screws were successfully removed by using the extraction instrument. However, due to the event, the surgery was delayed for two (2) hours. This report is for an unknown locking compression plate proximal lateral tibial plate. This is report 1 of 3 for (B)(4).